Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips appeared to be formed properly, but then had a leak. The patient returned and had to have a ercp (endoscopic retrograde cholangiopancreatography) performed. Unknown if this was post op or what interventions were required. The same device was used to complete the case. The device was discarded.

Manufacturer narrative:
(B)(4). Information received from sales representative: neither the surgeon nor his rnfa could answer any of the questions definitively because it has been a couple months since the incident. The or director, expressed that next time she will notify me in a more timely fashion and save the device so we can create and accurate and complete report. If further details are received at a later date a supplemental medwatch will be sent.